Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the machine was not booting up and suspected an os (operating system) disk defect. The philips field service engineer (fse) inspected the system onsite and found blue dump screen and suspected an hdd (hard disk drive) error. The fse replaced the hdd, installed os and application software and reconfigured the system. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.